Event description:
Pt's wife, (B)(6), informed us that pt passed away yesterday. Pt states it was not due to medication and just wanted us to know, so we do not call to refill medications in the future.